Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a distal gastrectomy, it was found that there was a hole on the package. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.